Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the subluxation and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, on literature review "arthroscopic treatment of first-time shoulder dislocations in younger athletes", one patient had a subluxation after a arthroscopic procedure using a osteoraptor anchor. No further action due to this event and the patient outcomes is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: terra, b. B., ejnisman, b., belangero, p. S., figueiredo, e., de nadai, a., ton, a., & cohen, m. (2019). Arthroscopic treatment of first-time shoulder dislocations in younger athletes. Orthopaedic journal of sports medicine, 7(5), 2325967119844352. Https://doi.org/10.1177/2325967119844352.